Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first implanted clip is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the mitral stenosis. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The mean pressure gradient was 4mmhg.the first clip was implanted; however, the clip seemed to open while locked and the clip detached from the posterior leaflet, remaining attached to the anterior leaflet (single leaflet device attachment/slda). A second clip was implanted to stabilize the slda clip, reducing mr to 3. After the second clip was implanted, the mean pressure gradient increased to 12mmhg. There was no reported clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported mitral stenosis could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.